Manufacturer narrative:
The issue was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem the reporter isolated the cause of the event to a specific scope and assigned the cause of the event to the scope. The scope was referred to a non-olympus vendor for evaluation/repair. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image could not be obtained when using an olympus series 180 scope with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) was completed as part of the investigation. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. Per information provided by the customer, it was determined there was no abnormality with the subject device. The root cause was associated with scope failure. Olympus will continue to monitor the field performance of this device.